Event description:
The patient was implanted with 2 deep brain stimulation (dbs) devices in 2008. The stimulators had been programmed 2 times successfully since implant. At the third programming session, the left device failed to program; 2 programmers were used, the device could not be detected by the programmer. The device was explanted. In the process of communicating with the pt and asking in detail about the family situation and other treatments the following was obtained. The pt was unable to walk; it was unclear if the pt's inability to walk was before the explant of the device or after it. The pt was recuperating at home; watching television. The pt denied other treatment history and denied a history of wrestling. The pt denied contact with a special magnetic. The pt traveled from shandong and shanghai via long-distance sleeper cars. The pt lived in rural shandong qingzhou in a cottage that was not hear a power line substation or steel plant.

Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.